Event description:
A vasc band was used in a clinical procedure where a pci was performed. Upon placement of the vasc band, the physician reported the development of a hematoma. Vasc band was removed and manual pressure was applied to obtain hemostasis. Ultrasound was performed and patient was admitted to critical care to be monitored overnight.

Manufacturer narrative:
Vascular solutions, inc. (Vsi), initial importer of the vasc band, received a maude event report ((B)(4)) from FDA on (B)(4), 2013. In this report, the user facility name, address and location were not identified. Vsi is therefore not able to confirm the events of this report.